Event description:
Procedure: hernia repair. Reportedly, the hernia balloon burst during normal inflation. This balloon was removed and a new one used, however the tissue position was lost and this led to a peritoneal tear. The procedure was converted to transabdominal (open) procedure.